Manufacturer narrative:
Device used for treatment not diagnosis. DHR -the DHR review shows this device being machined and etched on (B)(4) 2012. This device was inspected, ultrasonically cleaned and delivered to the brw plant the same day (B)(4) 2012. No ncrs were generated during this process. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A review of the related models for sd800.540 (7067171) show no reason for fit issues. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
Psi explanted due to infection. Surgeon stated that the implant had not caused the infection. This is report 1 of 1 for complaint (B)(4).